Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip was received contained in the decontamination pouch. Visual inspection was performed. It was noted that as documented in the complaint, only the delivery wire was returned for evaluation. The delivery wire was noted to be in good condition (i.e., no kinks, no bends, and no elongations). The delivery wire underwent dimensional analysis, and all measurements were found to be within specifications, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The reported issue documented in the complaint regarding the stent being detached was confirmed since the stent was noted as already separated from the delivery system; based on this condition, the issue regarding a stent being impeded in the microcatheter hub cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, the returned component did not present damages that suggest that it was forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent and introducer components may have become lost during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9833615. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo. The review is documented below. [Photo review]: the photo included in the complaint captures a green (unspecified brand) cut piece of microcatheter with a detached stent component protruding and partially deployed. No other damage was observed. The issue documented in the complaint regarding the stent being impeded in the microcatheter cannot be evaluated based on the photo provided. However, the issue reported regarding the stent being separated prematurely from the delivery wire was confirmed based on the detached condition noted on the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9833615. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization, the 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 9833615) was impeded in the hub of the concomitant headway® 21 microcatheter (terumo neuro) and could not be introduced into the microcatheter. The physician tried to retract the stent; however, the stent was found prematurely detached from the delivery wire in the microcatheter hub. The physician removed the microcatheter and the stent from the patient and replaced both devices to complete the procedure. There was no report of any negative patient impact. A photo of the device was included in the complaint. The product analysis team will review the photo. On 05-jan-2026, additional information was received. The information indicated that the stent component was discarded; only the delivery wire is available for return.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 26-jan-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-jan-2026. [Additional information]: on 12-jan-2026, additional information was received. Per the information, the procedure was targeting an aneurysm on the right middle cerebral artery (mca). The information confirmed the concomitant microcatheter was a headway® 21 microcatheter (terumo neuro). A continuous flush was maintained through the microcatheter. It is not known whether there were additional damages on the stent when it was removed from the patient. The replacement stent was another 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400). The replacement microcatheter was another headway 21 microcatheter. The information confirmed there was no negative patient impact and no delay to the procedure. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.